Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with the lowest documented blood glucose of 55 mg/dl after a morning low that was possibly associated with dawn phenomenon; troubleshooting and education were completed, and escalation to a specialist was initiated to assess whether a target range adjustment or factory reset would be advisable. Symptoms included loss of consciousness. Outcomes included a rapidly falling glucose level and the need for oral carbohydrate treatment. Investigation included case triage and user education to address acute management and device use. Investigation of this case revealed that the cause of the hypoglycemia was unclear despite user-reported contributory factors and that device function concerns were not confirmed during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.